Event description:
The following has been reported zo hamilton medical ag (B)(6) 2023: t1 giving intermittent tf's and self test failing at boot. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. UDI related data quality update: this case is the follow-up of cer 142360. The original bak files were not available anymore. A new file had to be created.

Event description:
Received a call from reva flight lead about a t1 giving intermittent tf's and self test failing at boot. Please advise.